Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had lack of hygiene. The peritonitis was manifested by cloudy effluent and abdominal pain. It was not reported if the patient was hospitalized for the peritonitis. On the same day as the onset, the patient began treatment with cefacidal (4 times a day, intraperitoneally (ip), dose and duration not reported) for peritonitis. Three days after the onset, the patient was started on amikacin (4 times day, ip, dose and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. On an unreported date, the patient was transferred to hemodialysis therapy as the peritoneum had sclerosis. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.